Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo a surgical procedure at a later date to replace the ipg for an unknown reason.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Manufacturer narrative:
H1 - type of reportable event update to malfunction per the additional information received. H6: device code update as per additional information received.

Event description:
Additional information received indicated the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.